Event description:
Philips received a complaint by the customer on the v60 indicating that the display was very dim when the brightness level was set to 5. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the display was very dim when the brightness level was set to 5. Although the parameters were still visible, and the device cycled normally, the device was not usable. The remote service engineer (rse) advised the customer that the device may have the original liquid crystal display (lcd) installed and may need to be upgrade to the second-generation lcd by replacing the complete user interface (ui) assembly with minimum 2.10 software or rebuilding the display with the second-generation upgrade parts. The customer requested onsite service to repair the device. A service quote for repair was sent to the customer for approval; however, a philips service engineer was not able to evaluate or repair the device as the customer did not accept the quote. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.